Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 after having the flu and was in septic shock. On (B)(6) 2018 the patient was coded and was resuscitated with medication through an intravenous and was put on life support. It was suspected that sepsis and electrolyte imbalance contributed in the patient coding. No further information could be obtained.